Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing and pacing inhibition on the right ventricular (rv) channel during implant. At the point of pocket closure device sensitivity was reprogrammed with minimal single dropped beats. Sensitivity was again reprogrammed that evening in response to periods of 3 to 4 beats of inhibition. Following reprogramming the issue resolved and will be monitored at the patient's next follow-up. No additional adverse patient effects were reported. This system remains in service.